Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. A technician was on site and repaired the device. The endoscope connection socket was exchanged and functional tests carried out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii xenon light source received error b30, with all endoscopes during reprocessing. Endoscopes run on one system without problems. According to the customer, contacts on the clv have been cleaned. There was no report of patient harm or user injury associated with this event.